Event description:
It was reported that during a lower anterior resection procedure, the device cut but did not staple. Sutures were used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.